Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer reported the monopolar curved scissors (mcs) had damaged tip. The customer reported the instrument was not used on patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks/abrasions on the tube adapter at the distal end. There were no broken pieces and no missing material observed. The complaint was confirmed by failure analysis.